Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a cracked ise (ion-selective electrode) buffer syringe and worn ise tubes. The fse replaced the buffer syringe and ise tubes to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in croatia reported the generation of erroneously low na (sodium) results on their au680 chemistry analyzer. There was no report of change to patient treatment or injury associated with this event. No data or patient demographics were provided.